Event description:
Hernia repair with mesh bard mesh perfix plug. Created extreme irritation and discomfort in the urinary tract, bladder, prostate, and rectum. I finally developed lymphoma after suffering for years. The mesh has disabled me! (Disbelief!) Lymphoma - hernia is worse than it has ever been by far!